Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data will not be evaluated as signal loss for one hour or less is within specification. The root cause could not be determined. No injury or medical intervention was reported.